Event description:
Device malfunction: balloon rupture; time of device malfunction: during the procedure; symptoms/ae: none. It was reported that during an angioplasty with stenting procedure of a mildly calcified, 90% stenosed common iliac artery. The fox sv balloon ruptured on the second inflation at 16 atm. There were no reported adverse patient sequelae. No add'l info was available.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.